Event description:
Reportedly, there was a considerable bleeding from the staple line at the gastro-jejunostomy. The surgeon placed numerous sutures around the circular staple line to control the bleeding. Procedure: lap gastric bypass.